Event description:
It was reported that the customer was vomiting and had high blood glucose levels while on the phone with a company representative. The customer treated with a manual injection, but stated that this did not lower his blood glucose levels. The customer stated that he is a brittle diabetic. The customer mentioned that he was upset that a company representative called the emergency medical services. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.